Manufacturer narrative:
H3 other text : device returned to third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sinus infections and respiratory problems. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center for evaluation. During the evaluation of the device, the third party service center found evidence of foam degradation. If any additional information is received, a follow up report will be filed.